Event description:
The release pin on the skull clamp stuck. According to the surgeon, the patient, a child, sustained a laceration which was sutured closed. The skull clamp will not be returned for evaluation and repair.